Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the black box begins on (B)(6) 2013. Pump information for complaint on (B)(6) 2012 has been overwritten due to continued use of the pump. Current black box shows no loss of prime events; no errors or alarms relating to the complaint were observed in pump history. Investigators performed a rewind, load, and prime sequence with no loss of prime being duplicated. Pump was exercised for 24hrs on a 1.0u/hr basal program; no loss of primes were duplicated during testing. A force sensor calibration check showed the pump is detecting the correct force. The pump successfully passed a 29hr flow accuracy test the force sensor pins seated and solder connections are intact. No evidence of cracked force sensor traces; internal moisture was found in pump. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a high blood glucose (bg) episode. The reporter indicated that in the middle of the night, the subject pump was making a noise and vibrating. The vibration continued through the morning and a "no delivery" warning was appearing on the pump's display. At that time, the patient's bg level was at 400 mg/dl. The patient had symptoms of thirst and fatigue. The reporter treated the patient with an insulin pen. No medical intervention was reported. Through troubleshooting, the reporter replaced the pump's battery and rebooted the device. The pump's date/time and basal rate were confirmed as being correct. The reporter was able to perform the prime and rewind steps. A review of the pump's alarm history revealed a low battery alarm at 3:19 am. The anm representative involved in this contact advised the reporter to change the battery within 1 hour of receiving a low battery alarm. The pump's keypad was noted as being torn between the up and down arrow buttons. In addition, the ok button was also observed as being torn. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The reporter also claimed that the ok button was occasionally sticking. It is unclear as to when the alleged keypad and ok button issues began. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.